Event description:
It was reported that the pump turns on as soon as you plug the battery in. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non conforming serial number label on case bottom and the main board had a black low profile supercap present. A review of the event history log identified battery depleted in history. During functional testing was unable to duplicate reported problem. The pump remained off while battery was plugged in. Powers on as normal when the power button was pressed. There was fluid contamination present on the interconnect board causing an intermittent error. The root cause of the issue was caused by fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced interconnect board and performed power up process and all functional testing which passed. Performed power up process and all functional tests which passed.